Event description:
Admitted with unstable angina 5/6/94 developed bradycardia secondary to anti-anginal meds. Had placement of pacemaker 5/9/94 with ventricular tined lead. After 1 week, pt exhibited evidence of failure and lead was replaced, same pacemaker re-inserted.